Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Field service engineer (fse) examined the system onsite confirmed the reported problem. A philips fse was dispatched and found the monitor blank when the system was powered on. After reviewing the log, it confirmed the reported problem. To resolve the issue, the fse replaced the main control pc and hard disk, installed the software and return the part for further analysis and it found failed component was the cmos battery. Philips implanted the correction for battery issue. After the replacement of the host pc and hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's host computer was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.